Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The curved bipolar dissector instrument was found to have a broken main tube at the distal tip. Material was found missing. Components adjacent to this broken main tube do not show damage. Additionally, the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy neck anastomosis surgical procedure, the curved bipolar dissector instrument tip is not longer opening. The procedure was completing as planned with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: there was no pin sticking out, nor an event on which the jaws could not close or that the wrist could not be straightened due to any physical damage. The instrument is available for return. No photos or videos are available. No additional ports were made.